Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the iabp was called in for autofill failure. The fse replaced the pump assembly, 5000 hour preventive maintenance kit, vacuum fitting, and pressure fitting to resolve the autofill failure. The fse performed full calibration, functional testing, and safety checks. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had autofill failures prior to use on a patient. No patient was involved and no adverse event was reported.